Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported patient's pump was empty, and they did have access to the patient/8840. The manufacturer representative (rep) stated the patient missed a refill of the pump due to scheduling conflicts. The rep stated the healthcare professional (hcp) stated the pump went empty about 1 week ago. Rep will discuss with hcp what was discussed. No symptoms reported. Event date was (B)(6) 2017 (approximately 1 week ago). No further complications were reported/anticipated.